Event description:
During remote monitoring, a bluetooth low energy telemetry anomaly occurred on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.